Manufacturer narrative:
The user reported discrepancies with their new sensor. The investigation was conducted using the glucose data synced by the customer to the data management system (dms), the cloud-based platform supporting the eversense system. A review of the in-vivo data revealed that the user was experiencing optical instability attributable to early wear, a period where the system tries to stabilize inside the body post sensor insertion. As part of initial troubleshooting process, the customer was advised to perform a sensor re-link. The re-link clears up the calibration buffer and gives the algorithm an opportunity to converge faster. However, the customer continued to experience intermittent inaccuracies. A further review of the in-vivo data revealed that some calibrations were entered during rapid periods of glucose change, which likely contributed to observed discrepancies. The customer was recommended to continue using the system and perform calibrations when glucose levels are stable. After monitoring, it was confirmed that the system started functioning correctly. No additional investigation was found necessary for this complaint. B4. Date of this report 27 jan 2026. G3. Date received by the manufacturer? 27 jan 2026. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 19,22.

Manufacturer narrative:
As part of troubleshooting process, the customer was asked to re-link the sensor and was provided with the steps. The re-link clears up the calibration buffer and gives the algorithm an opportunity to converge faster. However, customer was not satisfied with this and reported additional examples of differences. The manufacturer is currently performing investigation and results will be provided in the supplemental report.

Event description:
Senseonics was made aware of an incident where the customer complained of discrepancies between sensor glucose (sg) readings and blood glucose (bg) meter readings. The customer provided the below examples for review. Date time sg value bg value a. (B)(6) 2025 8:52 pm, sg 74 mg/dl bg 24 mg/dl, 9:21 pm sg 220 mg/dl. B. (B)(6) 2025 0:19 am, sg 353 mg/dl bg 176 mg/dl, 0:52 am sg 180 mg/dl. C. (B)(6) 2025 7:04 am sg 179 mg/dl bg 84 mg/dl; 7:30 am around 100 mg/dl. D. (B)(6) 2025 4:45 pm sg 106 mg/dl, bg 45 mg/dl, 4:59 pm 72 mg/dl. The incident did not result in any patient harm or sensor removal.